Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported loss of ventilation during a case. It was reported that the carescape r860 stopped cycling, the display went blank and just showed dashes. The patient's vital signs were reported as critical and the patient almost coded. The patient was switched to manual ventilation while the unit was replaced.

Event description:
The hospital reported loss of ventilation during a case. It was reported that the carescape r860 stopped cycling, the display went blank and just showed dashes. The patient's vital signs were reported as critical and the patient almost coded. The patient was switched to manual ventilation while the unit was replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Based on review of the complaint, on-site questionnaire, and device logs, there is no evidence of loss of ventilation or loss of communication between the display unit and power monitor board which would indicate a blank display. The system logs indicate that the device was alarming as expected for low fio2 and for patient disconnects leading up to or following the patient desaturation. The root cause ofthe reported event is undetermined and there is no evidence of device malfunction.